Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the tip-up fenestrated bipolar grasper instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 1.97in from the distal tip. The proximal clevis was dislodged. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact, and material was found missing from the outer surface of the main tube. The main tube broke, causing the proximal clevis to become dislodged.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip-up tip fenestrated grasper broke and stuck in place while in use. A fragment fell into the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, with no damage or abnormalities noted during preoperative assessment; evaluation deferred to the technical staff present in the case. During the procedure, which involved retraction of tissue, two small fragments from the black insulating material of the instrument shaft fell inside the patient. The surgeon did not observe any issues with the instrument's functionality or abnormal trauma that would explain the breakage and reported no notable collisions with other instruments or hard materials during the case. The instrument had been in continuous use for several hours, exclusively for tissue retraction, before the incident occurred. At no time prior to the breakage was the instrument removed from the body, and when the damage was noticed, the wrist component was completely misaligned and could not be straightened for traditional removal; instead, the entire port had to be undocked and extracted as the instrument could not be withdrawn through the cannula. Surgical staff did not feel resistance during attempted removal through the cannula, as the instrument could not be removed in that manner. No damage to the cannula or additional damage to the instrument was observed after the event. The fragments were retrieved using laparoscopic forceps and visual confirmation was employed to verify that all pieces had been collected; due to their small size, they were not detectable on imaging and no post-operative x-rays or ultrasounds were performed. No additional surgical procedure was required for fragment retrieval, and the operation was completed robotically without further complications. There was no apparent injury to the patient one week postoperatively, and the patient has not returned to the hospital with any post-surgical complications related to foreign object retention. The instrument and, if applicable, its associated accessory has been made available for return to isi for evaluation, although it is unknown if the fragments were also sent with the instrument. Photographic images or video recordings of the device or procedure are not available for isi review.

Manufacturer narrative:
The tip up fenestrated bipolar grasper instrument has not been received for failure analysis evaluation. Additional section a information: body mass index (bmi): 21.83 kg/m2. Height and unit (cm/inches): 165.1cm.